Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
On the 15th of april 2022, the us customer reported inconsistent hematoxylin staining, where the slide was not staining at all. The customer reported that all steps and protocols were working well and was not sure why the problem occurred. It was not possible to upload the run logs; tests were completed manually. The fse inspected the instrument and found that the defective syringe and stopcock caused the inconsistent staining. The parts were replaced, and the instrument was repaired. The is fully operational, within specifications and is available to the user. No harm or misdiagnosis was indicated.